Manufacturer narrative:
G4: 14oct2020 b4: (B)(6)2020 the manufacturer¿s international service technician confirmed the error code in the ventilator diagnostic report. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16dec2020. B4: 17dec2020. H10: a power switch panel was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a broken trace on the alarm (red) led caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
During preventive maintenance, the manufacturer's field service technician observed an alarm led failed notification in the device's diagnostic log. The manufacturer's field service technician confirmed the reported problem. There was no patient involvement or harm.